Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 12/03/2014. Electrode belt: 12/16/2014. Additional narrative:the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The device was not active when the patient passed as the device was shutdown on (B)(6) 2015 at 19:20:19 and the patient reportedly passed in the hospital on (B)(6) 2015 around 07:00:00. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was CPR artifact.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly conscious at home when the events began. Ems was contacted, began resusitation efforts, and was taken to the hospital where the patient later passed away the following day. Review of the event indicates that the patient experienced an asystole event followed by an inappropriate shock event prior to passing. Two asystole ecgs were recorded by the device on (B)(6) 2015 at 19:09:52 and 19:10:19. The inappropriate shock occurred at 19:19:54. CPR artifact contributed to the false detection. It is unclear when the patient fell unconscious. The device was shutdown on (B)(6) 2015 at 19: 20:19. The patient reportedly passed away on (B)(6) 2015 around 07:00:00 am.